Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 24-jul-2017, the fse performed preventative maintenance, including aligning the pipettor at the diluent well, adjusting the liquid surface detect and hand touch ad, and adjusting the position of the bf probe. The fse also adjusted the temperatures, which resolved the issue. The instrument was verified operational. The most probable cause of the reported event was incorrect temperatures.

Event description:
On (B)(6) 2017, the customer reported low rates and control recovery on their aia-900 analyzer. Technical support sent customer new calibrator lots for vitamin d and testosterone, as well as new test cups and pretreatment for vitamin d. The customer was also advised to prime with wash and diluent. A field service engineer (fse) was dispatched to address the reported event, which may have resulted in delayed reporting of fsh patient results. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting.